Event description:
It was reported that during an unk procedure, the device misfired. It was fired with a white reload and it worked fine. The device was reloaded with a cartridge; fired and stuck on the bronchus. Device jaws pried open to remove. Same situation with a second device but when this device was removed, the device had stapled correctly. There was no pt consequence.

Manufacturer narrative:
(B) (4). Info anticipated, but unavailable at this time.